Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the electric dermatome has malfunctioned and overheated. The event occurred before surgery. Surgery time was increased by 1-15 min. No harm to the patient. Graft was not impacted. The device overheated and stopped working.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -review of the most recent repair record determined that the unit's motor would not run. The motor, reciprocating arm, and switch/ poppet were replaced and resolved the reported issue. -review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. -device is used for treatment.. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.